Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced faulty heat torch and cleaned forming assembly. The cse ran a system check, which passed. The cause of the smoke being emitted from the instrument was a malfunction of the heat torch. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator on a dimension xpand plus without hm instrument contacted the siemens customer care center and stated that smoke was emitted from the instrument. The operator unplugged the device immediately. There are no reports of fire, injury to staff, damage to property, or impact to patient samples. There were no reports of adverse health consequences due to the smoke emitted from the instrument.